Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, she had a sensor with no wire. Patient claimed that she deployed sensor like normal, but the system did nothing and there was no sensor wire. This is a unique case so dexcom has issued an rga for patient to return device to be investigated.